Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, and patient information. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000108474.

Event description:
It was reported that the patients lead had migrated. As a result, surgical intervention was undertaken in july 2025 wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information reported patient lost effective therapy due to lead migration and underwent surgical intervention on (B)(6) 2025 wherein the system was explanted.